Event description:
During a coronary stent procedure involving a calcified and 99% stenotic lesion in a tortuous rca, crossing difficulties and stent damage occurred. The physician attempted to cross the lesion with a express2 3.5x12 mm stent but was unsuccessful. When he removed the stent he observed that the stent edge was raised. No pt complications were reported and the pt's status is good.